Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported they were able to clear the alarm. Customer stated they were able to rewind the insulin pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue the use of device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The product was returned for analysis.

Manufacturer narrative:
Retainer = black. Case type = ngp. Customer returned device for alleged the motor arm cannot communicate with the main arm. And hardware low level failures alarm on event date of july 16, 2022. Successfully performed the displacement test.hardware low level failures alarm (variable 3) alarmed during self test on december 05, 2022 at 09:23:52.000. No pump error 4 alarms during testing. Test p-cap and reservoir properly locked into place during testing. Successfully downloaded device history files/traces using thus. Hardware low level failures alar (variable 3) found in history files on july 16, 2022 at 13:19:37.000. The motor arm cannot communicate with the main arm. Found in history files on -july 16, 2022 at 13:21:09.000. Device was cut open for visual inspection and no physical or moisture damage was found on the electric board , motor, or force sensor. The following was noted during visual inspection: cracked keypad overlay, pillowing keypad overlay. Hardware low level failures alar was confirmed due to a broken trace on the u1 pin 6 on keypad assembly. The motor arm cannot communicate with the main arm. Confirmed as a result ofhardware low level failures alarm. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.